Event description:
It was reported that during attempted insertion of the iab, only the tip would enter the sheath. When removal from the sheath was attempted, the iab became wedged. With continued effort the iab came out. Another iab was inserted with no further complications.